Event description:
It was reported that when the circulating pump in the affected unit (as5000 serial number: (B)(6)) was replaced during a periodic inspection, the screw mounting part was broken. In addition, it was confirmed that the screw retainer had a vertical crack and that a new circulating pump could not be installed. It was stated that possible manufacturing defect.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: as this is a spare part product, UDI is not available in gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the circulating pump in the affected unit (as5000 serial number: (B)(6)) was replaced during a periodic inspection, the screw mounting part was broken. In addition, it was confirmed that the screw retainer had a vertical crack and that a new circulating pump could not be installed. It was stated that possible manufacturing defect.

Event description:
It was reported that when the circulating pump in the affected unit (as5000 serial number:(B)(6)) was replaced during a periodic inspection, the screw mounting part was broken. In addition, it was confirmed that the screw retainer had a vertical crack and that a new circulating pump could not be installed. It was stated that possible manufacturing defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.